Manufacturer narrative:
Updated with the new health effect - impact code. The information previously submitted remains unchanged.

Manufacturer narrative:
Since the device remains implanted (no autopsy performed), no inspection on the device is possible at this time. Further investigation is ongoing and a follow up will be provided upon completion of the investigation. Not explanted (no autopsy).

Event description:
On (B)(6) 2020, a patient received a carboseal valsalva model cp-029 as part of a standard bentall procedure. Aorta ascendens aneurisme 6,7cm. Parasystisk afib, pv isolation. The procedure went well, with no complications reported and the patient was moved to the ICU. An initial uneventful postoperative course was reported. After 36 hours, the patient went into cardiac arrest, and was brought back to the operating room where an internal cardiac massage was started, then on bypass and cps within 25 minutes. Once the heart was stopped, upon examination they noticed a massive thrombosis in central part of prothesis occluding left main and lad coronary. Thrombosis was able to be evacuated giving retrograde plegia solution that pushed the thrombosis out. The left ventricle reportedly not pumping efficiently (ef 5-10% due to an infarction of the left ventricle). The patient was put under ECMO support and transferred to another facility (transplantation center) on (B)(6) 2020. It was reported that the patient passed away (exact day not yet informed).

Manufacturer narrative:
A complete manufacturing and material records review for the device carboseal valsalva model cp-029 and sn (B)(6) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since no autopsy was reportedly performed, no device inspection is possible at this time. Since the device remains implanted (no autopsy performed), no inspection on the device is possible at this time. The manufacturer attempted to retrieve additional information on the event, but no further information has been received to date. Should new information on this event be provided, livanova will provide an update to this reporting activity.